Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found there was no image due to defective cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head displayed no image. The issue was found during preparation for use for an unspecified diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm or delays in the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that [no image] occurred due to communication failure caused by cable failure. Cause of cable failure could not be presumed. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.